Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump and a cal error. Customer's blood glucose level was 295 mg/dl. Customer stated that she put in a new sensor and it started to beep with a low of 70 mg/dl. Customer did not feel low and checked her blood glucose level, which was 299 mg/dl. Customer restarted the pump and got a cal error. Customer reported that she received another cal error and then a change sensor alert. Customer will call back if she has any further issues. Sensors will be replaced as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.